Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently with a ruptured aneurysm. The cause of the rupture is due to a hole in the trunk of the stent graft. The physician did an open conversion and partially explanted the stent graft. No further information was provided. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).